Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / (B)(4)/ model #: 1420 / expiration date: 2018-08-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-08-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient slammed the driveline of their ventricular assist device (vad) in a car door which caused electrical fault alarms on their controller. On exam, the wires appeared intact, but the plastic outer sheath was torn. Servicing of the driveline was recommended to tape the torn outer sheath. The driveline and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: driveline cable and controller were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. The reported "electrical fault alarm" event was confirmed through analysis of controller log files which revealed one electrical fault alarm on july 31, 2018 due to overcurrent conditions leading to the pump running on a single stator. A subsequent high watt alarm was logged indicative of the increased power consumption associated with the pump running on a single stator. On-site inspection revealed damage to the outer sheath. Taping of the outer sheath was recommended to mitigate the reported conditions. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to the force exerted to the components/connections when the driveline cable got caught in the car door, thus compromising the integrity of the outer sheath which probably caused several wires to come in contact with each other that led to triggering an electrical fault alarm due to a short circuit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.